Event description:
The device was used during rectum resection procedure. Reportedly, the instrument did not contain staples. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
9/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes ented in h3 and h6.